Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was blood in the inflation lumen. The balloon was loosely folded. The balloon was longitudinally torn 18mm. There were no irregularities in the balloon material that could have contributed to the tear. There was no other damage. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left iliac artery. After stenting, a 8.0mmx20mmx135cm sterling¿ was advanced for post-dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8x4mm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left iliac artery. After stenting, a 8.0mmx20mmx135cm sterling¿ was advanced for post-dilation. However, during second inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 8x4mm sterling balloon catheter. No patient complications were reported and the patient's status was good.